Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available. The customer was contacted by adc customer service and stated that she does not know the readings, dates and times that caused her medical issue.

Event description:
A customer reported starting (B)(6) 2011 at 9:00am, she experienced lightheadedness and vertigo on and off over the (B)(6). The customer reportedly lost consciousness and paramedics were called on (B)(6) 2011, initiated an intravenous infusion , provided oxygen and transported her to the hospital where she was admitted with dka, continued on IV treatment of unknown type and released on (B)(6) 2011. The customer also self-treated with insulin and percocet. There was no report of death or permanent impairment associated with this medical event.